Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the sensor wire was missing. The attempted sensor insertion was at the upper buttocks. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and exterior physical visual inspection: fail - sensor wire is missing. Housing puck is detached from seal carrier and sensor pod. The problem is confirmed because the sensor wire was detached from the sensor pod and seal carrier.the reported event of detached/missing sensor wire is confirmed. The root cause was not determined.